Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: failure analysis: upon failure evaluation, the received unit has minimal movement in the lock. However, the disk ratchet and retainer were replaced to tighten up the lock along with general maintenance and cleaning performed. Root cause: the reported complaint was not confirmed, as the reported issue was not duplicated. The lock had minimal movement, requiring replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield composite series skull clamp (a3059) would not stay locked in place. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.